Event description:
Patient underwent an ilio-femoral vascular bypass in 1999, pt underwent two surgical procedures since swelling was noticed in the groin area. No details were provided regarding these two surgical procedures. In 2005, swelling was again evidenced and was punctured several times. Since a doppler and an abdominal scan evidenced and confirmed a perigraft seroma, graft was explanted in 2005 and was successfully replaced by another graft. During explantation, a cyst containing a brown liquid was evidenced. Liquid was collected and sent to the hosp lab for bacteriological analysis. Explanted graft was returned to the MFR.